Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the epidural catheter in the bd durasafe¿ tray broke while being removed from the patient, with part of it remaining in their body. Anesthesia and surgery were suspended so CT and MRI auxiliary exams could be performed. An orthopedic consultant was used to determine that the affected area could be observed for a time, and the broken piece should be removed if a situation should arise. However, removal was not determined to be necessary otherwise. The patient was reported to have "no obvious discomfort". The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, the anesthesiologist used this device to perform spinal anesthesia. When the epidural catheter was withdrawn, the epidural catheter was broken, and the catheter stump remained in the body. Anesthesia and surgery were suspended, and CT and MRI auxiliary examinations were performed. , and ask the orthopaedic consultation to consult the specialist opinion. The spine surgery consultation opinion is that it can observe first, and then take it out if there is a situation. If there is no situation, you do not need to take it out. Close follow-up of the patient has no obvious discomfort." "Confirmed with the hospital: whether there are abnormalities in the process of catheter penetration into the dural needle; no. Whether the catheter is successfully inserted to the specified position; smooth. Whether there is resistance when withdrawing epidural needle; no abnormal resistance."

Event description:
It was reported that the epidural catheter in the bd durasafe¿ tray broke while being removed from the patient, with part of it remaining in their body. Anesthesia and surgery were suspended so CT and MRI auxiliary exams could be performed. An orthopedic consultant was used to determine that the affected area could be observed for a time, and the broken piece should be removed if a situation should arise. However, removal was not determined to be necessary otherwise. The patient was reported to have "no obvious discomfort". The following information was provided by the initial reporter, translated from chinese: "on (B)(6), 2022, the anesthesiologist used this device to perform spinal anesthesia. When the epidural catheter was withdrawn, the epidural catheter was broken, and the catheter stump remained in the body. Anesthesia and surgery were suspended, and CT and MRI auxiliary examinations were performed. , and ask the orthopaedic consultation to consult the specialist opinion. The spine surgery consultation opinion is that it can observe first, and then take it out if there is a situation. If there is no situation, you do not need to take it out. Close follow-up of the patient has no obvious discomfort." "Confirmed with the hospital: 1.whether there are abnormalities in the process of catheter penetration into the dural needle; no 2.whether the catheter is successfully inserted to the specified position; smooth 3.whether there is resistance when withdrawing epidural needle; no abnormal resistance"

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1104998. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.